Event description:
At end of colonoscopy, while retracting colonoscope, physician recognized a superficial tear in the mucosa with a flap. Two endoclips were used to close the defect. Upon removal of the scope, it was recognized there was major damage of the scope with break in the sheath and the fibre with sharp appearance at the end of the scope.